Event description:
It was reported the patient was implanted the previous day and was having medical issues since implant. The patient was having swelling of lower extremities, weakness, and pain. It was noted the physician thought that the system may be irritating a nerve root and they were considering taking the leads out to see if the pain and weakness subsides. Additional information received reported that the patient had a computerized tomography (CT) scan performed by the health care professional. It was noted that no malfunctions were seen or cause of the issue determined. The reporter noted that the patient¿s leads were explanted on (B)(6) 2013. It was noted that the patient was doing well and there was no further weakness.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, lot#, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).